Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device change out when the left ventricular (lv) lead connected to the new device the impedance measured high and undefined. The lead was then tested through the analyzer and the impedance measured out of range again. The lead remains in use. No patient complications have been reported as a result of this event.